Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during implant procedure, the left ventricular lead could not pass through the blood vessel smoothly. Physician chose to use a different lead and catheter. New lead was implanted successfully. Patient condition was stable.